Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly battery indicator displays 2/3 full after new batteries are installed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
No product is expected to be returned.